Event description:
While attempting to remove the catheter, there was resistance and only the hub came out. The catheter remained in the pt's arm. X-ray confirmed the catheter was in the arm. The pt went to the or to have the catheter removed surgically. The pt tolerated the procedure well.